Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion that the iab would not fit through the sheath. The customer states that everything was done properly through the prep of the balloon with negative pressure/syringe. After the iab could not be inserted the customer tried a second time with a negative pressure syringe and no change in balloon. The balloon appeared to be loose and would not fit into the sheath. Due to the condition of the patient, the customer inserted a 40cc balloon and it was inserted without difficulty. There was no reported injury to the patient. The indication for use was cardiogenic shock.

Event description:
It was reported that during intra-aortic balloon (iab) insertion that the iab would not fit through the sheath. The customer states that everything was done properly through the prep of the balloon with negative pressure/syringe. After the iab could not be inserted the customer tried a second time with a negative pressure syringe and no change in balloon. The balloon appeared to be loose and would not fit into the sheath. Due to the condition of the patient, the customer inserted a 40cc balloon and it was inserted without difficulty. There was no reported injury to the patient. The indication for use was cardiogenic shock. The customer reported on 29jan2018 that the event date was (B)(6) 2018.

Manufacturer narrative:
Correction: "date of event" (B)(6) 2018 to (B)(6) 2018.